Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported heart rates on holter as low as 18 bpm and having "tingling/electrical feelings" in her body one night, yet a device check showed normal device function and no therapies. The patient thinks something is wrong with the device. Follow-up information received reported a device check a month after the patient's call showed no changes or therapies delivered. After the initial interrogation, the patient refused to be checked further and said the device was defective. The device remains in use, and no further patient complications have been reported as a result of this event.